Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, the isi fse powered the system on, and the system homed without error. The isi fse moved armnet 1 through the entire range of motion without error. The isi fse and customer moved the patient side cart (psc) to mimic the setup of the previous day, when the error occurred. There was no error. The isi fse spoke with the customer about when the issue seemed to occur. It mainly seemed to happen when the customer was attempting to dock the psc to the patient. With the vertical movement seemingly causing the issue. The isi fse performed sine cycle without issue. Gigabit and wheel status were viewed multiple times without any negative results. The isi fse spoke with the isi technical support engineer (tse) about the most likely causes. The isi fse and isi tse decided on replacing the fibers in the orienting platform, shoulder, and spider cable. The isi fse also replaced the outer proximal set-up joint (suj). The system calibration, electrical safety, and verification was completed. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that the surgeon was getting a repeated error on the universal surgical manipulator 1 (usm) 1 while docking the arm. The customer power-cycled the system and restarted it. The usm1 was left undocked, and the customer indicated that they would proceed without the usm1 in use. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the outer proximal set-up joint (suj) involved with this complaint to perform failure analysis. The reported 25730 and 23098 errors were confirmed via the logs; however, was not replicated during the in-house testing. The fiber, axes controller setup (acu), and wire harness would be replaced as a precaution.